Event description:
It was reported that the vns patient had a ¿very bad¿ seizure on (B)(6) 2014. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up with the vns patient¿s neurologist revealed that the patient¿s seizures had not increased in intensity and no interventions were taken. The patient¿s device was programmed to ¿maximum¿ settings and there were no issues with the device.